Event description:
Information was received from a patient receiving intrathecal morphine (unknown) at unknown concentration/dose via an implantable pump for non-malignant pain. It was reported that the patient stated they were still having issues with the pump and personal therapy manager (ptm) connecting. Patient stated when they try to connect its just spins. Patient mentioned the pump was painful because it jabs up into their lower ribs. Patient stated the center of the pump feels "mushy" and the catheter port points to their underarm. Agent reviewed considerations for communicator placement and patient was able to connect to the pump and deliver a bolus. Patient mentioned that the percentage always pauses especially around 90/91 when they connect. Patient mentioned the healthcare provider (hcp) increased the boluses per day to 4. Additional information was received from the patient reporting that it was taking along time to connect to her pump to get a bolus. Patient stated it had been this way since the beginning. Agent had patient reset the handset and reset the communicator and patient was able to communicate with the pump in about 30 seconds. Agent reviewed equipment was working as it should. Patient mentioned that she had rheumatoid arthritis and it was hard for her to walk with out the pump. Patient mentioned she had her pump medication turned up to "1" on 28-jul-2024. Additional information was received from the healthcare provider who reported they have seen the patient on two occasions and was not made aware of any device issues. The fact that the side port is oriented in a certain direction does not seem cause for concern. The healthcare provider had not personally experienced external connectivity difficulties. The actions and interventions taken to resolve the issue was reprogram and refill as normal after device interrogation. No concerns from the healthcare provider¿s standpoint.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0 lot# serial# (B)(6). Product type: accessory product ID a820 lot# serial# unknown. Product type: software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.